Event description:
Initial result for a patient calcium was 6.0 mg/dl. When repeated, the result was 7.4 mg/dl. The incorrect results were not used to guide therapy. The field service representative found that the system required decontaimination and repaired the instrument by decontaminating the instrument.